Event description:
Related manufacturer reference number: 2017865-2022-43574, related manufacturer reference number: 2017865-2022-43567. It was reported that at one-day post-implant, the patient experienced multiple episodes of vomiting on the trip home. The patient presented to the clinic the following day with complaints of a ¿bouncing¿ chest. The device nurse noted diaphragmatic stimulation. The device was reprogrammed to alleviate the diaphragmatic stimulation. The patient returned for one month check and was found to have an increased pacing threshold on the right ventricular (rv) lead. Lead dislodgement was also noted on both the rv lead and left ventricular (lv) lead. The physician made the decision to bring the patient back to the lab and attempt lead repositioning of both the rv and lv leads. During the attempt to reposition the rv lead, the helix would not retract and extend so it was removed and replaced with a new rv lead. The lv lead was removed to be flushed but could not be flushed, and a new lv lead was attempted to be implanted. When the lv lead was introduced into the body, the physician felt there was not enough support from the guidewire. Another guidewire was used but the lv lead would not advance through the guidewire, and the physician felt the guidewire was stuck. After the removal of the lv lead and guidewire, the physician felt the lv lead shape was not the same, as the guidewire was not moving freely within the lead. A new lv lead was implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. The lead was evaluated with the stylet and found restriction/obstruction due to the inner coil clogged with blood at the distal tip end of the lead. The cause of the reported event was isolated to a clogged inner coil.